Event description:
The pt hit head on the latch in dishwasher. The skin over the implant was cut and the implant was broken. The surgeon explanted the device and closed the laceration. The skin flap healed completely. The pt was later implanted on the contralateral side.